Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was rebooted by itself after drawer replaced. The field service engineer cross check the e-compartment. Customer verified and confirmed that the issue was resolved by replacing the new full height drawer from other station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had auto reboots when nurses remove medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.